Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null device history batch: null device history review: null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "early osteolysis following total hip arthroplasty with use of a hylamer liner in combination with a modular ceramic femoral head." Literature article entitled, early osteolysis following total hip arthroplasty with use of a hylamer liner in combination with a modular ceramic femoral head" by bradley k vaughn, m.d., et al, published in the journal of bone and joint surgery (october 1999), vol. 81-a, no. 10, pp.1446-1449 was reviewed for MDR reportability. This is a case study of rapid wear and early osteolysis following the use of a hylamer acetabular liner in combination with a ceramic femoral head made by depuy orthopaedics. The patient was 1 (B)(6) year-old female, 167 cm, 52 kg, with a preoperative dx of congenital dysplasia. She was implanted with a duraloc 52-mm acetabular cup with a 65-mmx30-mm ti-6a1-4v low profile screw, a 52-mmx28-mm 8-mm thick hylamer acetabular liner, a modular, 28-mm +5 offset ceramic femoral head, and a 12-mm x 150-mm stability femoral stem in april 1994. 3 years and 7 months following primary tha, the patient presented with no pain or decreased rom but had radiographic evidence of acetabular osteolysis and was referred for revision surgery in february of 1998. Intraoperatively, the femoral stem and acetabular shell were found well fixed and left in situ. The liner showed signs of full-thickness wear and evidence of polyethylene creep. The liner and the head were revised. There was no evidence of wear on the ceramic femoral head. The osteolytic lesions were excised and graphed with allographic tissue. Histologic analysis revealed evidence of polyethylene particles inside the joint capsule. There was no evidence of impingement, but there was evidence of motion between the cup and the liner. The patient reported no further complications after revision of the liner and femoral head.